Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 25mmol/l. It was stated that the customer was skiing the day before and the blood glucose was high. The infusion set was changed and found that the cannula was bent. Then the customer changed the infusion set twice, but the blood glucose was still high. Troubleshooting was performed, and no damage to the drive support cap noted. Performed the manual prime and high pressure test and they passed. Reviewed the settings and programming and all appears to be correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.